Event description:
It was reported that during the implant the pacing thresholds were high and after multiple repositioning the tip of the helix would not be extend into the myocardium. The lead was not used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner integrity. Measurements throughout these tests were within normal limits. Microscopic inspections confirmed a deformed helix indicating that the helix tip may have been grabbed by the tool. The "known inherent risk" investigation conclusion code was selected based on the observation of a deformed helix tip. Helix tips which become deformed during the procedure are a known risk for active fixation leads. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during the implant the pacing thresholds were high and after multiple repositioning the tip of the helix would not be extend into the myocardium. The lead was not used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.